Event description:
The user is questioning the "artifact detected, analysis interrupted" voice prompt given by the device several times during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).